Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the triclip was successfully placed on the leaflets and deployment steps were performed. During lock line removal the clip opened to approximately 45 degrees. Troubleshooting was preformed and the clip arms were closed. The clip remained close while the rest of the lock line was removed. The procedure was discontinued. The final tr was grade 2. After the procedure, it was difficult to remove the steerable guide catheter (sgc) from the stabilizer. The sgc was removed from the patient, still attached to the stabilizer. Troubleshooting was preformed, after significant force the sgc was removed from the stabilizer. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The provided event details and imaging were reviewed by an clinical r&d staff engineer. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the triclip was successfully placed on the leaflets and deployment steps were performed. During lock line removal the clip opened to approximately 45 degrees. Troubleshooting was preformed and the clip arms were closed. The clip remained close while the rest of the lock line was removed. The procedure was discontinued. The final tr was grade 2. After the procedure, it was difficult to remove the steerable guide catheter (sgc) from the stabilizer. The sgc was removed from the patient, still attached to the stabilizer. Troubleshooting was preformed, after significant force the sgc was removed from the stabilizer. There were no adverse patient effects or clinically significant delays reported.